Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece turned hot after reconnecting it to the system after a procedure. There was no patient involvement. This is the second of two files for this facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The phaco handpiece was manufactured on february 7, 2014. The associated system was manufactured on june 16, 2014. Based on qa assessment, the products met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The returned handpiece was measured for its ground resistance and then primed and tuned on a calibrated system. The handpiece was run for 1 minute at 100% torsional and 75% longitudinal power with 50% switching frequency. The handpiece reached 49c, which exceeds the product specification of (B)(4). The handpiece was then run successfully for 5 minutes at full power without an error code. The handpiece did reach 63% during this burn in test. The handpiece was then connected to the dynamic testing fixture (dtf) and failed tuning. The handpiece was disassembled and found to have a large amount of moisture ingress in the handpiece. The root cause of the reported event can be attributed to the moisture ingress in the handpiece. However, how the moisture got into the handpiece remains uncertain. (B)(4).